Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2015-96602.

Event description:
It was reported that the customer experienced high blood glucose levels and that the sensor had a bent cannula. The blood glucose reading was as high as 545 mg/dl. She complained of stomach issues and nausea due to the high blood glucose levels. She treated with a manual injection and water. She declined troubleshooting assistance for the high blood glucose levels. She advised that the blood glucose levels stabilized after the manual injection, and the most recent blood glucose reading was 112 mg/dl. Nothing further reported.